Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. Chief operating room, gynecologists and anesthesiologists at the hospital, report that the suture busting, when used in hospital procedures. Thread broke during surgery.

Manufacturer narrative:
Received samples: 24 units. Preliminary analysis: review of stock: currently not in stock has units of this product code and lot number. Quantity produced / imported: (B)(4) units were manufactured and distributed of this code batch. Background: database of complaints were reviewed and verified that to date have no reports related to this product code and lot number. Batch record / lot registration: registration batch manufacturing was reviewed and showed that this product had a normal process and the results obtained during the process, met the requirements of OEM. Results for batch release results obtained during the analysis for batch release, met the requirements of OEM. Analysis (s) sample (s): of the 24 units, 5 of the received samples underwent resistance test voltage at node where it is shown that the results obtained from the samples received meet the requirements for this type of suture. Conclusions: this claim is evaluated as "not justified", since the results obtained for batch release and analysis of the samples in relation to the test of resistance to voltage at node, meet specifications and requirements of OEM. Actions: according to the internal procedures, there is no need to establish corrective or preventive actions.